Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event was caused by stress of repeated use, external factors or handling. The event can be [detected/prevented] by following the operation manual "chapter 3 preparation and inspection 3.3 inspection of the endoscope", which states: inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to damage on the charged coupled device, noise image occurs. In addition to the adhesive peeling around the objective lens, the evaluation findings were as follows: the bending section cover adhesive had a chip, due to damage on the insertion pipe, and insulation resistance value did not meet standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative reported (on behalf of the customer) that the endoeye flex deflectable videoscope had image noise. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the adhesive around the objective lens was peeled.